Event description:
Customer reported that the ivent began moving quickly to the MRI bore. It was also reported that the unit began to smoke and shutdown.

Manufacturer narrative:
The customer site was visited by versamed rep. The 100 gauss line was measured. It was observed that the 100 gauss line was not properly marked by the customer. The line marked was actually 150 gauss. A new line of 100 gauss was marked on the floor for the customer. The ventilator was placed accordingly not less than the new 100 gauss line and per machine labeling of no less of 2.5m/8.2 ft from the isocenter. A separate analysis was performed on the ventilator to understand the extent of the damage done. Upon power up the ventilator failed to operate and the appropriate alarms indicated so that the ventilator could not inadvertently be used. A full failure investigation can be found attached to this report.